Manufacturer narrative:
During a customer follow-up call on (B)(6) 2019, the facility mentioned that few patients had suffered some degree of injury on lithotripter serial number (B)(4). We subsequently learned that two patients presented with hematomas post-treatment and were hospitalized, and both patients required a transfusion; this medwatch report pertains to the first of the two events. The patient was hospitalized on (B)(6) 2019 and was discharged on (B)(6) 2019. Patient reportedly has numerous health issues and had been on the blood thinner, eliquis, before the procedure; patient's current condition is stable. There were no reported issues with the lithotripter unit at the time of treatment. Also, the unit recently received preventive maintenance on 07/16/19 and performance was verified with no errors. Hematomas are a known side effect of lithotripsy, which is addressed in our IFU.

Event description:
Allegedly, the patient presented with a hematoma following an extracorporeal shock wave lithotripsy procedure on (B)(6) 2019. The patient was admitted that day and was transfused. The patient was discharged on (B)(6) 2019.